Event description:
The customer reported that at 0900, an infusion of propofol 100ml was at 23.9ml/hr on an intubated ICU patient. At 0951, the 23.9ml had completed. The patient did not need any medical intervention, no noted change in vital signs.

Manufacturer narrative:
Correction: patient weight was reported as 62 kg but was programmed into the pump as 57 kg. The customer's report of propofol infusing faster than expected was not confirmed. Physical inspection showed the device was in good condition. Analysis of the log shows that on (B)(6) 2019 the module was infusing at a rate of 23.94ml/hr. The dataset that was in use at the time of the event could not be recovered. Therefore, the drug infusing could not be positively identified from the log. At 8:49am the device transitioned to kvo at a rate of 20ml/hr. At 8:51am the vtbi was changed to 15 ml. At 9:22am after being paused the device alarmed for flow stop open and 2 seconds later the door was closed; the vtbi was changed to 85ml. At 9:49am the device alarmed for flow stop open for 3 seconds, the door was closed, and the vtbi was increased to 85ml. The unit was channeled off at 9:56am. The total volume infused from 8:51am until 9:56am was calculated at 23.727ml. During functional testing the device was operating within specifications with no observations of unregulated flow. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at 0900, an infusion of propofol 100ml was at 23.9ml/hr on an intubated ICU patient. At 0951, the 23.9ml had completed. The patient did not need any medical intervention, no noted change in vital signs.